Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 566 mg/dl at the time of incident and the current blood glucose level was 369 mg/dl. The customer was treated with manual injection. Customer did not provide details on symptoms related to the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was currently active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was assisted with troubleshooting but not completed. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.